Manufacturer narrative:
The stretcher was returned to the manufacturer and a visual and functional evaluation was conducted. Both safety bails were found to be functioning, as intended, and the stretcher engaged with the safety hook during the cycle and function test. There were no visual observations of impact or strike marks resulting from the alleged drop. It was concluded, the stretcher was operating as intended. Additional unrelated observations consisted of, a missing bolt in the load end leg crossbar, worn operator buttons and a missing shock frame panel. The evaluation was completed and all worn and missing components were replaced. The stretcher was returned to the customer.

Event description:
The customer reported while unloading a patient from the ambulance, the safey bail allegedly did not engage with the hook allowing the stretcher to fall to the ground. The patient allegedly sustained and injury and sought medical intervention. No further details were provided.